Event description:
It was reported, during the attempted implant of this transcatheter aortic bioprosthetic valve (tav), the delivery catheter system (dcs) and loaded tav were inserted into the patient and advanced to the aortic annulus. Upon the first deployment attempt, the tav frame was underexpanded. Subsequently, the tav was recaptured into the dcs and the system was withdrawn from the patient. A new tav was used to successfully complete the procedure. No patient complications were reported as a result of this event. Additional information was received that the expansion issue occurred upon the point of no recapture (ponr). There were no issues involving the dcs and compression loading system (cls). A procedural delay occurred as a result of the expansion issue.

Manufacturer narrative:
Updated data: b5. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D6a. The initial 3500a medwatch was submitted with an erroneous implant date. The valve was not implanted; rather, implant was attempted and the valve was simply recaptured into the dcs and withdrawn from the patient's body. D6b. The initial 3500a medwatch was submitted with an erroneous explant date. The valve was not implanted; therefore, it was not explanted. The valve was simply recaptured into the dcs and withdrawn from the patient's body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, during the attempted implant of this transcatheter aortic bioprosthetic valve (tav), the delivery catheter system (dcs) and loaded tav were inserted into the patient and advanced to the aortic annulus. Upon the first deployment attempt, the tav frame was underexpanded. Subsequently, the tav was recaptured into the dcs and the system was withdrawn from the patient. A new tav was used to successfully complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, during the attempted implant of this transcatheter aortic bioprosthetic valve (tav), the delivery catheter system (dcs) and loaded tav were inserted into the patient and advanced to the aortic annulus. Upon the first deployment attempt, the tav frame was underexpanded. Subsequently, the tav was recaptured into the dcs and the system was withdrawn from the patient. A new tav was used to successfully complete the procedure. No patient complications were reported as a result of this event.